Event description:
It was reported a patient never had therapeutic effect and had a burning sensation when he urinated following implant. He experienced a burning sensation starting around early (B)(6) 2013, but hadn¿t noticed a change in his urine flow. The patient hadn¿t had any falls or trauma and hadn¿t made any recent adjustments. He hadn¿t tried turning his stimulation off to see if it affected the burning. His stimulation was on and was set at program 4 at 2.9 volts. When he turned his stimulation off, he still felt the burning sensation. The patient ended up turning stimulation back on. It was later reported that the patient had a burning sensation in his penis which began around 2013 (B)(6). He shut his stimulation off a day or two later. When he went to the bathroom it would hurt and when his stimulation was decreased it helped a little bit. On 2013 (B)(6) he decreased his stimulation from 0.5 volts to 0.3 volts and planned to monitor his symptoms. Six days later, the patient still had burning from his device and wanted to get some relief. He tried turning stimulation down to 0.1 volts on program 2 and also tried turning it off but he still felt the burning. The issue had occurred ever since he had the device and it was very annoying. His implantable neurostimulator (ins) was confirmed to still be on and he requested to have it turned off. The patient was instructed on how to turn the ins off and it was turned off. About a week later, the patient was adjusted to the lowest setting possible when he went to see a nurse. He still had the sensation even when the stimulation was turned off, he didn¿t have good urine flow, and he couldn¿t empty his bladder. Urine analysis didn¿t show an infection and the patient had to wear depends and get up every hour all night. He had been feeling burning while urinating for the past few months. He was very uncomfortable and could not sleep. The patient¿s doctor told him at he could see the patient in six weeks, but the patient couldn¿t wait six weeks. The patient had cancer spread to his bladder and had to have one kidney removed almost two years ago due to cancer.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va081xy, implanted: 2013 (B)(6); product type lead. (B)(4).